Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause and treatment were not reported. The same day as the event onset, the patient was hospitalized for the event. A day after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Pd therapy was temporarily discontinued and then resumed. No additional information is available.